Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a reaction to the comfort hard soft splint. The provider noted the reaction to the submandibular to temple area on both sides of the face. Patient experienced redness and itchy from the submandibular area to the temple on both sides. Patient only wore the appliance for one night and symptoms went away after two days. The provider suggested to the patient to stop using the device.

Manufacturer narrative:
Additional information: section a2: the patient date of birth was not provided, however the provider notes that the patient is 70 years old. Section a4: the provider provided addtional information. Section b3: this information provided was provided by the provider. Section b5: the provider provided addtional information. Section b7: the provider provided addtional information.

Event description:
The provider reports that the patient has a medical history that includes migraines, fibromyalgia and hyper-acusis (sound sensitivity). Is currently taking butalbital for migraines. Is reportedly allergic to polyurethane and related compounds. The provider reports that the patient began wearing the device on (B)(6) 2021 while driving home. After an hour the patient began to feeling a "tingly sensation" and took it out. Once home, the patient rinsed with tepid water after brushing her teeth and wore it again. In the middle of the night, the patient began to get the same tingly sensation. The patient further notes that, "I get the same reaction to polyurethane." The patient once again removed the device. The patient discontinued using the device (B)(6) 2021 and is symptom free. There are no discernible tissue changes. No medical care or treatment was sought. The patient has since changed devices and current status s noted as "ok" with new device.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. (See attachment) lot# e-pro4.0-11534 (erkoloc-pro) was manufactured from 01/11/21 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. A lower tray was returned in the original case. The results were summarized, and the pictures were attached. Roughness - the edge was smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and appeared to have minimal use. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.